Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and high impedance on the day after implant. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: h6.